Event description:
It was reported to the MFR that the vns pt's lead was replaced due to a lead discontinuity. Good faith attempts to obtain additional info regarding the reported event are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury